Manufacturer narrative:
Combination product: yes.

Event description:
Rv lead was explanted due to impedance greater then 3,000 ohms and intermittent noise on egm. Rv threshold 6.5 volts at 1.5ms.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 segments. All fragments were received for analysis. An extraction aid was found on the fragments, it is reasonable to assume that the lead was cut during the surgery. The rv shock coil and ring electrode were found covered in fibrotic growth. The calcification is assumed to be the root cause of the high pacing impedance. Furthermore, the shock coils were found deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Rv lead was explanted due to impedance greater then 3,000 ohms and intermittent noise on egm. Rv threshold 6.5 volts at 1.5ms.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.